Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a recurrent hernia. The surgeon plans on re-operating to repair the defect. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.